Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room with complaints of pain on their left side. Upon interrogation, the right ventricular lead exhibited loss of capture at max output and high capture thresholds. A computerized tomography scan revealed that the lead had perforated through the right ventricular apex. On (B)(6) 2019, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.